Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm 11500a aortic valve, implanted for three years, 5 months, exhibited early valve degeneration and stenosis via echo. An intervention has not been scheduled at this time.

Manufacturer narrative:
H10: additional manufacturer narrative: tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A DHR review was performed and no related non-conformances were found. Although the product was not returned and there is an allegation of "early" degeneration, degeneration-related structural deterioration is most commonly related to patient factors, and is not a result of a manufacturing non-conformance. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h2, and h6 (device code, and type of investigation).

Event description:
It was learned via patient support center, that a patient with a 21mm 11500a aortic valve, implanted for 1 year, 1 month stated that the valve exhibited valve degeneration, and stenosis via echo. Patient was under evaluation. New information was received one year later, indicating prosthetic valve thrombosis with stenosis, and regurgitation, treated with oral anticoagulants. Per additional information received via medical records, the information indicated stenosis, a cta confirmed prosthetic aortic valve thrombosis and mild central regurgitation. There was no confirmation of svd. The patient was placed on oral anticoagulant (warfarin). At 2 years 1 month post implantation, CT showed pannus but no evidence of leaflet thrombus.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.